Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the atrial lead. This noise was being oversensed, leading to pacing inhibition. The physician elected to explant and replace the atrial lead on (B)(6) 2021. There were no patient consequences.